Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the top cover of the femoral head trial has been separated. The surgeon couldn't find the parts so it remains missing. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g4, g7, h2, h3, h6, h10 the event was confirmed with product received. The head provisional was returned for review against the complaint. Visual inspection of the device confirmed the top portion of the provisional fractured off, and shows wear and tear for an approximate field age of 17 years. Damage includes nicks and gouges to device. No other damage was noted. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be normal wear during use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.